Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that two weeks after the patient¿s device was implanted he started having medical problems. The patient had red blood cell issues and damage to his kidneys, liver, and lungs. The patient had been trying to get the device explanted since february. The patient stated that ¿many health care providers (hcp) had confirmed that the device was the problem and needed to be taken out.¿ the patient was supposed to have the device explanted ¿on tuesday¿ and the day of the report but the procedures were cancelled ¿for no reason.¿ the patient was having ¿phlebotomies all the time¿ to try and improve his red blood cells. The patient stated that there was ¿something wrong¿ causing his body to reject the device. The patient noted that the battery had been dead since march and he was told not to use it. The patient stated that ¿by the time he got an appointment he would be dead.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been seen on (B)(6) 2013. The hcp pulled and read the note from the visit. Per the note, the patient stated that they had better pain control post operatively but after some time the patient felt that their body was rejecting the device and that their pain had gotten worse with use of the device. The patient returned and asked for the implant to be removed. It was noted that the plan was to electively remove the implantable neurostimulator (ins) at the request of the patient. The hcp was informed by the patient that they were diagnosed with erythrocytosis. Per the note, the hcp did not make an indication that the erythrocytosis, liver, kidney or lung damage was device related. There was no testing done of the device by the hcp as the patient electively had the device removed. Additional information was requested but was not available at the date of the report.